Manufacturer narrative:
Unit passed self test and displacement test. Unit received with the audio alert functioning properly. No audio alert anomaly noted. Pump error 63 alarm (variable 3) confirmed in the pump history due to broken pin 6 trace (sda) on u1 keypad assembly. (B)(4). The insulin pump involved in this event is the 640 g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had an absence of beeps and the device alarmed hardware low level failure during self-test. The customer's blood glucose level was 143 mg/dl at the time of the incident. The customer was able to clear the alarm and complete the prime process. A bolus was programmed and it was recorded in the daily history. A self-test was performed and passed. The device will be returned for analysis.